Manufacturer narrative:
Additional information (17-jul-2025): siemens healthcare diagnostics concluded the investigation of the event. Siemens reviewed the instrument data files, and the information provided by the customer. Calibration was acceptable, and quality control (qc) recovered within the customer's acceptable ranges. The review of instrument data showed that the optics were not good, suggesting a problem with the photometer. These behaviors were observed after sample aspiration for the affected patient sample, suggesting issues with sample delivery. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse performed a system check for the heterogeneous module (hm), cleaned and aligned the sample probe, wash probes and wash station. Then, the cse verified the probe cleaner functionality and cleaned the sample drain. Siemens concluded that bad sample probe alignments and a dirty sample drain potentially contributed to the reported event. The event was resolved by standard troubleshooting actions performed by the cse. The customer is operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the siemens investigation. Initial MDR 2517506-2025-00101 was filed on 18-jun-2025. Correction: sections d1, d2, d4 have been updated to reflect the instrument details. Section g1 has been updated to reflect the contact office - manufacturing site details of the instrument. Section g4 has been updated to reflect the PMA/510(k) number of the instrument. Section h4 has been updated to reflect device manufacture date of the instrument. Section h8 has been updated to reflect the usage of device for instrument.

Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center (ccc) regarding an erroneously elevated human chorionic gonadotropin (hcg) result obtained on a patient sample on a dimension exl with lm integrated chemistry system. Siemens is investigating the event.

Event description:
The customer reported that an erroneously elevated human chorionic gonadotropin (hcg) result on a patient sample was obtained on a dimension exl with lm integrated chemistry system. The initial result was not reported to the physician. The same sample was reprocessed on the original dimension exl with lm integrated chemistry system. The reprocessed result recovered lower and was considered correct. Then, the sample was reprocessed on an advia centaur xpt analyzer and atellica im analyzer, which also produced similar lower results and were considered correct. The reprocessed result of 1.45 miu/ml was reported as the correct result to the physician. There is no known reports of patient intervention or adverse health consequences due to the reported event.